Manufacturer narrative:
Materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for odors/smells to be "low." The vacuum pump was not available for return and evaluation. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of an "odor" emitting from the sterrad® nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump was replaced. Unit meets specifications and was returned to service on (B)(4) 2015.